Event description:
This is a report of a doctor who experienced a connection issue between the transfer set and the titanium adapter as the screw threads of the transfer set¿s connector and the titanium adapter were not getting engaged properly. The doctor used another set from a different lot and the connection with titanium adapter was made with no problem. This occured during catheter placement operation of a new peritoneal dialysis patient. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned, and an evaluation was completed. A visual (with the naked eye) and microscopic inspection were performed which identified a damaged patient adapter on the transfer set. However, the device's spike was measured and found to be within the specification range of the product. Leak, clear passage, clamp function, integrity of seal surface, and torque testing were performed with no issues noted. The device was connected to a jic set using uv flash machine with no issues noted. Although damage was identified on the patient adapter, all subsequent tests were performed successfully. The reported connection issue was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.